Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String coming out, unraveling - tampon [device breakage]. No adverse event [no adverse event]. Case narrative: consumer reported via phone that the tampon string is unraveling. No injury reported.